Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient presented for right ventricular lead revision. The lead was explanted and replaced. During the procedure, an old capped right ventricular lead caused vascular tear. Patient condition worsened, and cardioversion was performed. The patient was stable later and planned coronary by-pass procedure was started. It was unable to view the noise episodes due to high speed telemetry timeout. The device was explanted and replaced during the same procedure. Additional information: 2017865-2019-06507; 2017865-2019-06509.

Manufacturer narrative:
Analysis was normal. No anomalies were found.